Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that according to the nurse's report, the catheter had a hole after being inserted into the patient, and the device had to be replaced. Maintenance is always performed with a 10 ml syringe. Additional information received on 26jun2026 on (B)(6) 2026, a new PICC insertion was performed by the nurse of the institution, without complications. It is noteworthy that the patient was dehydrated and, consequently, had difficulty obtaining peripheral venous access. On (B)(6) 2026, during the administration of hydration, the nursing technician observed the arm swollen, hyperemic and with an increase in local temperature (reported by the patient who had been like this since the afternoon of the previous day). On (B)(6) 2026, the nursing technician observed a leak and a hole in the device, which was then removed.